Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. It was noted that the right ventricular (rv) lead had elevated capture thresholds and high pacing impedance. The patient was asymptomatic. Programming changes were implemented, and the patient was stable post intervention.